Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/10/2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while in use it was observed that the blade of the device would not retract, and the surgeon was therefore unable to close the jaws. Another instrument was used to complete the case. There was no tissue loss or damage, and no blood loss of 500cc or more. The surgical time was delayed by more than 30 minutes however there was no adverse event reported as a result of the delay. The patient is in good health.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. Date of follow-up report : 03/15/2017. One lf1637 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the knife blade exposed when the jaws were open. The customer reported the knife blade was exposed and the knife blade did not retract and the reported condition was confirmed. The investigation found the knife bade to be exposed when the jaws were open. The tactile feel of the knife trigger felt normal; however pulling and releasing the trigger did not affect the position of the blade. The device was disassembled and evaluated. The mechanical assembly in the body of the device was found to be normal. The device body showed evidence of fluid ingress indicating the device had been exposed to heavy use or reprocessing. The spindle pin, knife trigger, and latch assembly were found to have been properly installed. The exposed blade was found to be from a broken knife mechanism in the tube. The investigation identified the root cause of the reported event to be rough handling by the user causing the knife mechanism to break. The IFU states, this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.